Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) level of 41 mg/dl; cause was not known. Reportedly, the customer consumed glucose tablets and drank juice to address bg level. Endocrinologist made adjustments to basal rates in personal profile settings to address bg level.